Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a blood collection device. The customer reports that a phlebotomist drew a pt's blood, removed the magellan blood collection device and as she went to activate the safety mechanism, she reported that the safety mechanism fell off the blood needle holder at the hinge.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.